Event description:
Subcutaneous port inserted into left chest area 10/1/90. Patient was being seen as outpatient for chemotherapy treatment. On 4/8 and 4/15 port appeared not to be functioning sufficiently. Chest pa-lateral x-ray was obtained. Impression: mediport catheter tubing has broken off and the distal portion of this tubing is now most likely located int he heart.on 4/20/92, patient underwent a fluoroscopy at another hospital to retrieve the distal end of catheter from heart. No complications. On 4/28/92, subcutaneous port was removed from the left chest cavity. Patient tolerated procedure well. No serious injury resulted from incident.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.